Event description:
It was reported that a patient had a device implanted the month of the report and a healthcare provider reprogrammed the patient for about 45 minutes two weeks prior to the report, and they could only find one program where the patient was feeling stimulation vaginally. It was noted that the patient came into the clinic the day of the report and complained of a return of symptoms and no stimulation vaginally. It was reported that an impedance check was done and the patient felt the case and electrode 0 pair and ¿would feel small stimulation¿ on the left side of the vagina. It was noted that the patient felt a little stimulation in the pocket when using the case and electrode 1, the case and electrode 2, and the case and electrode 3. After the impedance check the patient felt nothing besides the noted combinations, even after parameter changes. It was reported that there was a loss of therapeutic effect and the patient did great through the trial but hadn¿t had the same success since implant. It was noted that the stimulation sensation in the pocket could not be replicated while the implantable neurostimulator was off. All impedances were in a normal range. It was later reported that the patient never returned for a post-operative appointment. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).